Manufacturer narrative:
Concomitant medical product - nuvasive intramedullary nail, part # unk lot # unk. Complaint sample was evaluated and the reported event was confirmed. The device was returned, visually inspected to confirm the fracture of the screw, which was sent for fracture analysis. Sem analysis of the fractured screw determined the screw failed due to torsional overload. The analysis of the fracture surface shows sheared ductile overload dimples observed on the fracture surface which reveals the direction of crack propagation. Material analysis conducted on the screw confirmed the screw was consistent with material specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - biomet 4 mm x 30 mm ti-double lead cortical screw; nuvasive intramedullary nail. Customer has indicated that the fractured screwhead is being returned to zimmer biomet for evaluation. The rest of the product was left implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during an initial distal femoral osteotomy utilizing a trauma nail, the screw head snapped off on the final turn as the surgeon was attempting to implant the screw into the cortical bone. The patient has been indicated for a revision surgery to remove the rest of the fractured screw shaft, as it was left implanted in the nail. Another cortical screw was implanted to complete the procedure. There was a forty-five (45) minute delay to the procedure due to the complication.